Event description:
One sheath was placed on each side of pt's groin. A balloon angioplasty was done through the right side with no complications. Upon completion of the procedure, both sheaths were removed. However, when the sheath on the left side was removed, the hub separated from the sheath material. This was removed and the pt did not sustain any complications from this event.